Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station turned off and restarted itself. The field service engineer fse uninstalled and reinstalled the software using the newest eset package. The process was completed with assistance from the lead, followed by a successful reboot. The system functioned as intended after the field service engineer fse resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was keep turning off and restarting, which located on (B)(6). The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.